Manufacturer narrative:
G3 correction: the g3 of the previous report should have been 25 sep 2024 rather than 20 sep 2024.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to a magnetic resonance imaging (MRI) procedure, resulting in loss of defibrillation therapy. The ICD was reprogrammed and restored. The patient was in stable condition.